Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this implantable cardioverter defibrillator (ICD), accelerated after the first anti-tachycardia pacing (atp) therapy was applied. The device then delivered a shock that successfully converted the rhythm. Additionally, the patient exhibited a syncope episode. No additional adverse patient effects were reported. This device system remains in service.